Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lumps/nodules¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient experienced ¿lumps/nodules, multiple¿ in ¿all areas-lips/perioral¿ after injection with juvéderm vollure¿ xc in the lips and perioral lines. Symptoms occurred approximately 2 months after injection. Patient was treated with hyaluronidase "to affected areas" to prevent permanent damage. Symptoms resolved.